Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. The patient also underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent enterolysis of the sigmoid colon, sigmoid resection and proctoscopy on (B)(6) 2013 due to rectal intussusceptions, occult prolapse and recto-sigmoid redundancy. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2011 and (B)(6) 2010. It was reported that mesh was implanted due to vaginal vault prolapse; cystocele, midline; cystocele, lateral/paravaginal defects; enterocele; rectocele; perineal defect/perineocele and severe vaginal scaring with associated dyspareunia with concurrent anterior and posterior colporrhaphy with enterocele repair; vaginal paravaginal defects repair; vaginal vault suspension; perineoplasty and rectal enterotomy; cystoscopy. It was reported that patient underwent mesh revision/removal on (B)(6) 2010 due to s/p pelvic pain due to graft contraction. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 due to dyspareunia.